Event description:
It was reported that the tip broke. No delay or injury to the patient.

Manufacturer narrative:
The stem inserter assembly was returned and evaluated. While the body of the assembly exhibited wear and use damage, no damage was identified that could cause the device to fail. It is likely that the strike plate on the inserter rod fractured off allowing the stem inserter rod to detach from the assembly; however, the rod was not returned. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.